Manufacturer narrative:
The reported event was unconfirmed and product met specifications. Visual evaluation noted 1 opened magic go coude tip catheter was received. Visual evaluation noted that no eyelet holes appeared and felt smooth, and no apparent defects were visible. Unable to perform a DHR review since the lot number was not provided. A labeling review was not performed because labeling could not have prevented the reported failure. Corrections: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the eyelets of the intermittent catheter were made rough which had caused bleeding. Patient spoke with doctor and was advised that there was scarring. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the eyelets of the intermittent catheter were made rough which had caused bleeding. Patient spoke with doctor and was advised that there was scarring. No medical intervention was reported.